Event description:
The patient had primary surgery using competitor products. On (B)(6) 2026, the patient was implanted with a d 28/dme double mobility liner and dm converter with a custom acetabular cup. On (B)(6) 2026, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed washout and revised the dm converter and liner to a same size dm converter and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 29 may 2026 liner: mpact dm 01.26.2850mhc double mobility hc liner d 28/dme (k092265) lot 2517432: (B)(4) items manufactured and released on 10-dec-2025. Expiration date: 01-dec-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Mpact 01.32.4248cf dm converter f/dme - tin coated (k211891) lot 2530202: (B)(4) items manufactured and released on 27-jan-2026. Expiration date: 21-dec-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.